Event description:
While administering the IV, during insertion, the catheter broke off in the 22-year-old male patient's arm.

Manufacturer narrative:
While administering the IV, during insertion, the catheter broke off in the 22 year old male patient's arm. Batch manufacturing records: the batch manufacturing records (bmr) for the reported batch were reviewed. No non-conformities related to the complaint were observed. Supplier verification: reports were verified for any supplier or raw material changes. No changes were incorporated in the process or material. Control samples: no non-conformities related to the reported complaint were observed during the visual inspection and functional testing of the control samples of (B)(6), safety IV cannula with catheter & without small wings & without injection port - 20g. The following tests were performed on the control samples to investigate the reported complaint: visual inspection: no visual defects observed. Gripping of needle with catheter: fine and smooth. Pull test of the catheter: observed within the specification. Leakage test: no leakage observed. Possible root causes per production team: manufacturing defect: may be due to improper inspection of the product. The fitment of catheter may not be appropriate with the hub. The strength (pull force) of the catheter may not be as per the specification/requirement. User error: device may have not been handled according to the manufacturer's instructions. Catheter may have been damaged/deformed due to multiple insertion attempts by the clinician.